Manufacturer narrative:
Concomitant medical devices: addr01 ipg, (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing noted on stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.